Event description:
(B)(6) study.it was reported that following a percutaneous transluminal coronary angioplasty, the patient experienced sluggish flow.in (B)(6) 2011, patient underwent percutaneous transluminal coronary angioplasty. The 4.0x30mm, 90% stenosed target lesion was located in the mid to distal right coronary artery (rca). The lesion was pre-dilated and the 4.0x32mmtaxus liberte stent was implanted and post-dilated resulting in 0% residual stenosis. (B)(4) lab angiographic review revealed that there was transient sluggish flow following the stent deployment. No additional intervention was performed. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).